Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Baseplate, glenosphere and liner received for evaluation. Dimensions taken on baseplate and glenosphere are within specification. The base plate exhibits severe gouges and damage on the taper. Poly liner exhibits severe damage and an indentation along the back edge of the anti-rotational slot. The glenosphere did not sit flat on the baseplate when assembled. The witness marks around the slot that accepts the anti-rotation boss of the stem could indicate that the liner was not suitably aligned with the anti-rotation boss of the stem. It is stated in op-notes from primary surgery january 24, 2013 that "a new reverse retentive polyethylene liner with 40 mm inside diameter and 6.0 mm offset were impacted into the metaphyseal portion of the trabecular metal humeral component. At this point, the modular humeral component was observed to be secure in its position with approximately 10 degrees of retroversion." Device history records (dhrs) were reviewed for baseplate and glenosphere with no discrepancies found. DHR for the liner could not be reviewed since the lot number is unknown. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. Multiple MDR reports were filed for this event, please see associated reports: 1822565-2015-02327, 1822565-2017-01737, 1822565-2017-03985. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Multiple MDR reports were filed for this patient; please see associated reports: 9613350-2015-02092, 9613350-2015-02091, 1822565-2013-00117, 1822565-2015-02328 and 1822565-2015-02327. Concomitant medical products: zimmer trabecular metal reverse shoulder inverse/reverse screw system, catalog #: 01.04223.033, lot #: 2656649; zimmer trabecular metal reverse shoulder inverse/reverse screw system, catalog #: 01.04223.048, lot #: 2553194; zimmer trabecular metal reverse glenosphere, catalog #: 00434904011, lot #: 61955405; zimmer trabecular metal reverse polyethylene offset liner, catalog #: 00434904006, lot #: unknown; zimmer trabecular metal reverse humeral stem,, catalog #: 00434901013, lot #: 62168004. Device evaluated by manufacturer - the complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. Returned, not yet evaluated.

Event description:
It was reported by the patient's legal counsel that the patient underwent left shoulder arthroplasty revision due to pain, disassociation of the glenosphere, component loosening and wear less than two years following elbow arthroplasty. It is further alleged that improper installation of the baseplate screws resulted in a gap between the baseplate and the glenoid and that such a gap resulted in the looseness, pain, wear, and disassociation of the glenosphere. Attempts have been made and additional information on the reported event is unavailable. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.